Event description:
In 2002, the end-user called medtronic minimed, USA and stated that the cannula housing became detached from the tape. Two weeks later, maersk medical a/s received the complaint and 20 unused infusion sets.